Event description:
It was reported that 3 bd vacutainer® eclipse¿ blood collection needle had the safety mechanism break. The following information was provided by the initial reporter: " it was reported 21g eclipse needle safety device snapped off during activation. No needle stick injury verbatim: ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): yes incident details: 21g eclipse needle safety device snapped off during activation. No needle stick injury. Frequency of problem: first time device name/description: needle blood collection eclipse 21 gauge x 1.25 inch with luer adapter manufacturer code/model: 368607, serial or lot number: (B)(6). Expiry date: 2025-09-30. Supplier catalogue number: 308-368607, is device retained: yes, number of devices: 3 un-used samples from same lot.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® eclipse¿ blood collection needle had the safety mechanism break. The following information was provided by the initial reporter: it was reported 21g eclipse needle safety device snapped off during activation. No needle stick injury verbatim: ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet ((B)(4)): yes. Incident details: 21g eclipse needle safety device snapped off during activation. No needle stick injury. Frequency of problem: first time device name/description: needle blood collection eclipse 21 gauge x 1.25 inch with luer adapter manufacturer code/model: 368607 serial or lot number: 0260547 expiry date: 2025-09-30 supplier catalogue number: (B)(4). Is device retained: yes. Number of devices: 3 un-used samples from same lot.